Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a loose connection between thetitanium adapter and the transfer set. It was further reported that the transfer set "came off" from the titanium adapter. This occurred during use of peritoneal dialysis therapy. The transfer set and titanium adapter were replaced. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.